Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 16274874-2017-03125. It was reported the patient was experiencing ineffective stimulation therapy from the scs system. The patient stated she fell and felt a "jerk" sensation from the scs system. A company representative met with the patient and found the patient's scs system was exhibiting high/invalid impedance. The representative reprogramed the patient's scs system, however, the issue reoccurred. Surgical intervention may be taken to address the issue.